Manufacturer narrative:
Technical support instructed the account to turn the hi/low lockout on and try running the function from footboard. It ran correctly. The account was then instructed to isolate the siderails. Repairs have not been completed.

Event description:
The account alleged the bed is stuck in the low position and he cannot get it to rise. He cranked the bed up manually on both ends but when the bed was plugged in; it lowers all the way down on its own.